Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. It was reported that the event may have been due to an insulin pump malfunction. No troubleshooting was ever conducted since the incident was not reported to the helpline. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.